Event description:
The customer reported that the usb charging port of their device was damaged, with the charging port being loose and causing difficulty in connecting the pump to the charger. Customer declined troubleshooting with tandem technical support and declined to provide further information.